Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported a button error alarm on his insulin pump. Customer's blood glucose was 189 mg/dl. Troubleshooting found button error alarm occurred after customer got his pump wet. Customer is advised to disconnect from his pump and revert to his back-up plan while his insulin pump is being replaced. No additional information is needed.